Manufacturer narrative:
The event is reported at this time based on analysis findings which indicated a reportable event. H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: the axium prime device was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The axium prime pusher was returned further within a dispenser coil. The already detached implant coil was returned further within a glass vial. The echelon micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the axium prime pusher was found kinked at ~153.6cm from the proximal end. The coin was found still against the lumen stop. The shield coil was found undamaged. The retainer ring was found damaged. The axium prime implant coil was found damaged and stretched with the polypropylene filament unbroken. No damages were found with the detach element and detach element ball. Testing/analysis: the axium prime device could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, or tortuous anatomy. The returned axium prime coil was found damaged/stretched and the pusher was found kinked. The customer reported the coil came out of the introducer sheath smoothly and did not report damages to the coil during preparation, therefore, it is likely the damages occurred due to advancing against the reported resistance. Customer reported devices were prepared per IFU, vessel tortuosity as normal, continuous saline flush was used, no damages were found with the micro catheter, and the micro catheter successfully deployed a different coil after the failure. Therefore, the root cause could not be determined. The axium prime implant coil was found already detached. The likely cause of the premature detachment is the retainer ring became damaged due to manipulation against resistance, causing the detach element to exit the retainer ring. As the echelon micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. The axium prime coil is compatible for use with all echelon micro catheter models. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm located in the ophthalmic artery with a maximum diameter of 4mm and a neck diameter of 3mm, the apb-1.5-2-3d-es coil failed to pass through the microcatheter. The patient's blood flow and vessel tortuosity were noted to be normal. The device and accessory devices were prepared as indicated in the instructions for use. The coil was replaced with another product to continue the procedure. The devices were prepared according to the instructions for use (IFU). The patient outcome was reported as alive with no injury. Additional information was received reporting the catheter resistance was in the distal section. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. After taking it out, the coil was kinked. There was no kink/damage observed on the catheter after removal.